Event description:
It was reported that after a procedure was completed, it was noticed that the teflon pad off the ultrasonic scalpel was missing from the device. It is unknown if the teflon pad remained in the patient or not. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. Pictures of the device were provided. The pictures did show that the scalpel was missing the teflon pad. Since the device was not returned to sss, an evaluation could not be conducted. A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. Damage to the teflon pad is typically caused by activation without tissue between the closed jaws of the device. Sss's instructions for use state: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed." The reported event is not occurring more frequently or with greater severity than is usual for the device.